Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there was no power in the pump. The reporter contacted animas alleging that there was no power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2017 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The pump powered up with auditory and vibration to a blank screen. The original complaint was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Unrelated to the original complaint, the unity test code evaluation tool application v 1.0.0 was used to upload test code to the master/slave/periph processors. The upload was successful and the pump powers up and display just ¿msp¿ instead of ¿msp2¿. (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. Eeprom failure is conclude.